Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2019-apr-16 from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient "has had a hard time urinating now for a couple months (2018) and its been getting worse¿. The caller stated that the healthcare provider (hcp) said ¿its working fine¿. The patient reported that the bowel symptoms are still being controlled which is what it was put in for, but the patients urinary symptoms are getting worse. The caller noted that they will follow-up with the hcp and that they might also try turning "the stimulation off for a couple days to see if it affects the urinary symptoms at all". Additional information was received from a consumer on 2019-apr-23. It was reported that starting in (B)(6) 2018 the device was not helping their bowel any longer, and they started self-cathing. This timeline contradicts previously reported information that it was still controlling their bowel symptoms, but they were having a hard time urinating in (B)(6) 2018. It was further reported that the patient had an ostomy bag put in on (B)(6) 2018. They were told to turn their ins off at that time and their leakage started getting worse. Then in (B)(6) 2018, the patient was diagnosed with cancer. It was noted that colon cancer traveled to lymph nodes and the patient started chemo treatments. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.